Manufacturer narrative:
Follow-up #1 date of submission 05/05/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings:a review of the pump black box data indicated two low battery warnings with code 177 and two replace battery alarms with code 128, as well as evidence of excessive battery usage. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress. The battery cap did not secure properly to the pump; however, a power loss was not observed. The battery cap threads were also damaged. A leak test was performed and confirmed a leak at the battery compartment crack. Current draws measured within specifications. The pump case was removed and no further evidence of moisture ingress or loose components was found. Unrelated to the complaint, the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter stated that the pump was alarming to replace the battery more frequently than expected. The pump allegedly only emitted replace battery alarms; no low battery alarms were emitted prior to the replace battery alarms. Evidence of moisture ingress was reportedly noted in the battery compartment. The reporter also stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.